Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-500-25. The pipeline flex with shield technology device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline flex with shield technology device failed to open at the distal section during the procedure. The patient was undergoing flow diversion of a giant unruptured, saccular, cavernous aneurysm, max diameter of 24mm x16mm, and 9.5mm. The landing zone was 3.8 distally and 5.07mm proximally. The anatomy was moderate in tortuosity. It was reported that the distal support catheter was placed up into the cavernous segment of internal carotid artery (ica), and medtronic catheter was taken up into the m2 segment. The initial deployment of pipeline commenced in m1 segment. Initially the distal portion of the device failed to open. Re-sheathed twice to encourage the ptef sleeves to move out of the way of the braid, more device pushed out, opening was then visualized. However still a small section of distal region of braid did not fully opened. The system was drawn back into the ica and further attempt to open, but the same issue occurred. The decision was made to remove the pipeline and choose a smaller size. A new device was used to treat the patient and get good wall apposition. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The pipeline flex with shield stuck within the distal segment of the phenom 27 catheter, was returned inside of a sealed biohazard bag and a shipping box. The pipeline flex with shield could not be pushed forward or removed. For further examination, the catheter was then cut to remove the pipeline flex with shield. A minimal amount of blood was observed inside the catheter lumen. When compared to the drawings the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications (~0.5849 mm). The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex shield braid were fully opened and moderately frayed. The pushwire appeared to be bent at 21.5 c m from the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The total length of the phenom 27 catheter was measured to be specification. No damages were found with the catheter tip and marker band. The catheter body was found to be accordioned at 17.0 cm to 26.5 cm from the distal tip. In addition, the catheter body appeared to be kinked at 25.5 cm from the proximal end of the hub. No flash or voids molded were observed in the hub. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel was able to pass through the catheter tip and hub with no issue; however, resistance was observed at the damaged locations. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure to open at the distal end¿ was not confirmed as the distal and proximal ends of the received pipeline flex shield braid was found fully opened and moderately frayed. The damage to the braid on the ends of the pipeline flex shield is likely the results of the physician re-sheathing the device more than recommended two times. Regarding to ¿resistance to during retrieval¿ issue, the customer complaint was confirmed as the returned pipeline flex with shield found stuck within the distal segment of the phenom catheter. The returned pipeline flex with shield and the phenom catheter appeared to be damaged. From the damages seen on the catheter body (accordioning/kinking), proximal wire (bending), pipeline flex shield braid (fraying) and hypotube (stretching); it appears there was high force used (pushing and pulling). It is likely these damages occurred when the customer attempted to retrieve the pipeline flex with shield through the phenom catheter against resistance. It is possible that the patient tortuous anatomy and lack of continuous flush with heparinized saline during procedure may have contributed to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.